Event description:
It was reported the device's reservoir leaked water. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented wear and tear damaged enclosure, front cover, and line cord; cracked and leaking tank cover. The customer stated problem was duplicated. Replaced the enclosure, tank cover, line cord, and front cover. The cause of the reported problem was traced to customer damage of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.